Manufacturer narrative:
Upon receipt, the implantable cardioverter defibrillator (ICD) was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage of a cathode separator was identified. Due to the insulation damage a microscopic current leakage path occurred, resulting in an increased internal self-depletion within the battery, that finally led to the clinical observation. In conclusion, the battery was found depleted. The device was implanted for 60 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
Ous MDR - it was reported that the ICD could not be interrogated during the last follow-up in november. The previous follow-up was in (B)(6) 2015 and the battery status was 30%. The device was exchanged and returned for analysis. No adverse patient side effects were reported.